Event description:
(B)(6) implant surgeon of the hospital reported to us that a pt came in with pain. He took some x-rays and observed that the screw is broken in s1.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.